Manufacturer narrative:
Insulin pump alarmed prime during prime test, due faulty force sensor. Insulin pump received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump was stuck in the rewind process and was prompting him to prime the tubing five times in a row. He was advised to hold down a button until receipt of a second series of beeps or numbers were to appear on the display. Neither occurred. The customer was advised to revert to a back-up plan. Customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.